Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a white screen. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and evaluation was completed. The reported issue could not be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The reported white screen was not reproduced during evaluation. A visual inspection revealed that assignable cause was corrosion on the battery pins which also caused the pins to become depressed and unable to rebound as designed. The rear case assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.